Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was in the hospital 4 times since she was implanted with a shunt on (B)(6) 2016. The reason for the hospitalization was noted as shunt failure. The patient experienced nausea, vomiting, headaches, blurred vision, double vision, unsteady gait, and extreme fatigue related to the previously noted shunt failure. The patient had her valve adjusted to a setting of 2.5, but reported that she does not feel any better than when it was at a lower setting. The patient has an appointment with her health care provider (hcp) on (B)(6) 2018 to potentially readjust the valve to another setting. The patient's medical history includes a brain tumor on her brain stem, which is the reason for the shunt implantation.